Event description:
It was reported that the patient received two inappropriate shocks due to multiple episodes of t-wave oversensing. Sensitivity changes were made. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).